Event description:
It was reported that pump experienced malfunction alarm with malfunction code that caller was able to reset, and no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which caller acknowledged and understood.